Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3. Two triclips were implanted, reducing tr to a grade of 1-2. On (B)(6) 2025, an echocardiogram was performed and revealed that one of the clips had perforated the lateral leaflet, causing tr to increase to a grade of 4. It was noted that the clip remained attached to both leaflets.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the cause of the unspecified tissue injury and tricuspid valve insufficiency/ regurgitation cannot be determined. Serious injury/ illness/ impairment was a result of case-specific circumstances. The reported patient effect of unspecified tissue injury and tricuspid valve insufficiency/ regurgitation, as listed in the triclip system instructions for use, are known possible complication associated with triclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.